Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable root cause is due to the motor being over due for service. It was also found that the latch/lock mechanism was in bad shape and there was contamination on the downstream occlusion sensor. The downstream occlusion sensor and latch/lock will be replaced and the motor will be updated.

Event description:
The device was returned for motor service due alarming. During physical inspection, it was found that there was contamination/dirt found at downstream occlusion sensor (dso) ans a latch/lock mechanism area.